Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 5 was not functioning. A field service engineer opened the back of the main unit and found that the outer board was not illuminated. The fse powered off the pyxis, replaced the board, and then turned the pyxis back on. After logging into the hardware test application (hta), the fse opened the drawer and conducted a full drawer test. Following this, the system was rebooted, and upon returning to the application, the customer logged in, recovered the drawer, and tested it in the hardware test application, where the escort noted the failure. The full height drawers were checked for loose medications and debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.